Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID wr9220 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was the patient stated they went to charge the other day and when they finished charging, then handset showed a message that system is operating at maximum settings, therapy cannot be increased and all programs were maxed out at 0.3 and the patient was not getting any relief. They could increase to 0.3 and felt a tiny flutter but it was nothing like it was before. The patient was not able to empty their bladder very well and noticed this about a week and half prior. The patient stated the ins charge was at 20% and charged just fine however the patient charged about a week ago and usually gets 2 full weeks out of a charge and then checked today to and it went down to 20% in just a few days. The patient went to the doctor on thursday and the doctor instructed the patient to call the manufacturer. The patient stated also the handset and recharger connected really slow now and it use to connect quickly. During the call, the patient stated they had turned off their therapy to charge since it was at 20%. The patient turned on therapy on feeling light ticking on leg. The patient got the same message. The patient stated currently being on program 6 at 0.5 and seeing the error message. The patient stated previously being on program 3 at 0.7. The patient stated they could decrease and then when increasing to 0.6 they get the maximum settings. The patient then tried program 3 and when increasing to 0.4 it errored out again and they did not feel anything. The patient stated the ins was charged to 65% and now when they look at it the ins charge level showed 100%. Patient states they don't know how it could be at 100%. The patient stated noticing the maximum setting code about a week and half ago. The patient stated not wanting to have to get a replacement because the implant procedure is painful. The patient also stated that since july, patient has lost about 30 pounds and they had not had a hard fall or injury. The implant had not moved and was not causing pain. The patient stated this is their 3rd device. The issue was not resolved through troubleshooting. The agent provided information that a doctor who has experience with the device would be the best to follow up with. The patient stated not seeing their doctor since implant and the patient was not near the doctor but the doctor may come to a facility close to her but not sure. The patient stated their primary doctor stated the rep could come there if they could. The agent provided the number for their doctor. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2025 a primary care physician called us to discuss the patient who was reporting that they were only able to increase stimulation to 0.3 ma on all programs. The caller stated the patient was seen on (B)(6) 2025 reporting that they were seeing "codes" but was able to change programs and get relief of their symptoms. The caller stated that they heard back from the patient on (B)(6) 2025 stating they didn't need to see a urologist just needed to contact a manufacturer rep. Technical services reviewed typical protocol is to see the urologist as they are the ones who should be managing the device. Urologist can have rep present to check the device, as needed. Technical services reviewed if caller would like to invite rep in to come check the patient's ins that they would need to page nas. No falls or trauma reported to caller.